Event description:
It was reported that the patient had ineffective therapy due to lead migration. This was confirmed via x-ray. The patient also did not recharge their ipg as recommended and the ipg became inoperable. Surgical intervention was undertaken and the ipg and leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.